Event description:
A peritoneal dialysis patient's spouse reported in the late evening on (B)(6) 2015 the patient was observed experiencing muscle twitching and slurred speech. On (B)(6) 2015, in the morning, the patient was taken by ambulance to a hospital for treatment. It was later determined the patient had a stroke. The patient was not undergoing dialysis at the time of the event. A follow up call was made to the patient's nurse. The nurse was aware of the patient's hospitalization, and stated she went to the patient's home at 7:30 am on (B)(6) 2015, and called for the ambulance at around 8 am. No further information was provided at the time of the call. The patient's medical records were requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physician evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the labeling, material, and process controls were within specification.

Manufacturer narrative:
The cycler was returned for evaluation. There were no indications of dried fluid within the cassette compartment. The heater tray/scale was not obstructed. A simulated treatment was performed and completed without any failures or problems. The valve actuation, system air leak and patient sensor calibration tests passed. In the internal, visual inspection of the unit showed brown, discolored pneumatic tubing and a brown hp2 filter within the cycler unit. The cause of the encountered discoloration could not be determined. The mushroom head check passed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition the labeling, material, and process controls were within specification. Based on medical records, the patient is a (B)(6) male with a history of hypertension, diabetes type 1 and hyperlipidemia who was admitted on (B)(6) 2015 with speech difficulties noticed on the evening of (B)(6) 2015. On (B)(6) 2015, the patient's wife noticed that the patient could not make connections to his peritoneal dialysis and previously he did it without any difficulties over the past 2 years. The patient eventually went to sleep. In the morning the wife noticed that the patient's speech was non-fluent and he had difficulties to comprehend. She brought him to the emergency department on (B)(6) 2015. On neurological examination, he demonstrated mixed-type aphasia and some left facial droop which appeared to be new as per the wife. Overall, given clinical context, it was suspected that the patient had acute stroke. MRI of brain was pending. There is nothing in the medical records to show that the liberty cycler caused or contributed to the patient's stroke. The complaint is one of two complaints concerning the same patient with a different adverse event.

Event description:
Additional information: medical records were received from the patient's peritoneal dialysis clinic. The patient is a (B)(6) male with a history of hypertension, diabetes type 1 and hyperlipidemia who was admitted on (B)(6) 2015 with speech difficulties noticed on the event of (B)(6) 2015. On (B)(6) 25015, the patient's wife noticed that the patient could not make connections to his peritoneal dialysis and previously he did it without any difficulties over the past 2 years. The patient eventually went to sleep. In the morning the wife noticed that the patient's speech was non-fluent and he had difficulties to comprehend. She brought him to the emergency department on (B)(6) 2015. On neurological examination, he demonstrated mixed-type aphasia and some left facial droop which appeared to be new as per the wife. Overall, given clinical context, it was suspected that the patient had acute stroke. MRI of brain was pending.